Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced shocking sensation and ipg migration after trauma. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.